Manufacturer narrative:
(B)(4). The date of the event was reported as an unreported date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced eosinophilic peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.